Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during vitrectomy surgery an ophthalmic backflush soft tip head was blocked and did not provide aspiration. The surgery was completed on the same day using another tip without any patient health impact.